Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of scale marking issue lots were confirmed upon inspection of the sample photos. Analysis of the sample photo showed that the scale markings on the samples were smudged and there were luer lock and luer slip syringes present. A root cause for the scale marking issue failure could not be determined since no physical sample was returned for evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd¿ 10 ml syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: bd reviewed the supporting evidence, and it has been found that the content is incorrect for bd 301992. 2 tyoes of syringe observed [...] Scale marking issues could¿ve been a concern too.

Event description:
It was reported while using bd¿ 10 ml syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: bd reviewed the supporting evidence, and it has been found that the content is incorrect for bd 301992. 2 types of syringe observed. Scale marking issues could¿ve been a concern too.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.